Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) battery deletion was reported as premature. A longevity calculation was performed to estimate the ins battery life. They had expressed concerns with early end of life (eol). Based on the settings, the longevity estimate was around 2.5-3 years. The ins was at the elective replacement indicator (eri) at the time of report. The patient did not get therapeutic benefit which had started suddenly 2 days prior to report. There were no falls or trauma.